Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and left ventricular leads were implanted on (B)(6) 2018. It was noted that the atrial lead was undersensing and the left ventricular lead was capturing only at high output. During fluoroscopy, it showed that the right atrial lead had dislodged and the left ventricular lead had pulled back. The atrial lead was repositioned on (B)(6) 2018 and sensing and impedances were stable. The left ventricular lead was explanted and replaced. The patient¿s condition was stable before, during and after procedure and would continue to be monitored.